Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported. This supplemental is being filed as additional information from the field indicates that the lead was in a position that sensed far field ventricular signals. The physician opted to replace the lead. This lead is expected to returned for device analysis. No additional adverse patient effects were reported.